Manufacturer narrative:
Correction: g2: field should reflect only company representative in prior report.

Event description:
New information received notes the patient presented in-clinic. Corrective programming changes were made.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.